Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in the emergency room with slow vt in monitor zone and low blood pressure. The device was interrogated and nips was planned to be performed. Nips was not used due to ongoing episode. The patient was cardioverted to sinus rhythm. Programming changes were made. The patient was discharged.